Manufacturer narrative:
Based on the onsite evaluation, the field service engineer observed old, faulty leak testers flooding several scopes. The cause was contributed to a maintenance test issue. All electronics were working as expected. No further information was reported.

Event description:
The customer reported to olympus device was receiving b30 errors. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a temporary transmission abnormality with the scope.